Manufacturer narrative:
Complaint conclusion: as reported, the sealant of a 5f mynx control vascular closure device (vcd) deployed/swelled while attempting to insert the device into an unknown sheath. A new 5f mynx control was opened and closure was achieved as planned. There was no reported patient injury. The user is mynx certified. A 5f non-cordis sheath was used. The device was inspected prior to use for any damages. There was no damage to the sealant sleeves noted at any time. The device will not be returned for evaluation. The reported event ¿mynx control system-deployment difficulty-premature¿ could not be confirmed as the device was not returned for analysis. The exact cause of the issue experienced could not be determined. Based on the information available for review, it is not possible to determine what factors may have contributed to the reported premature exposure of the sealant since it was also reported that there were no damages noted to the sealant sleeves. However, procedural/handling factors (such as applying excess force during insertion) are possible. It should be noted that the mynx control device is manufactured with the sealant sleeve assembly at the distal end of the catheter cartridge tubing. The sealant sleeve assembly is assembled with 2 side slit overlapping sleeves. The slits are designed to decrease unsheathing force and increase deployment reliability. The sealant is placed right under the sealant sleeve assembly and is protected from being exposed prematurely. Refer to the diagram of the mynx control vcd within the IFU displaying the sealant sleeve with slit. As warned in the instructions for use (IFU), which is not intended as a mitigation, ¿do not use if components or packaging appear to be damaged or defective or if any portion of the packaging has been previously opened.¿ additionally, the IFU states ¿step 1: position balloon, insert the mynx control vcd into the procedural sheath through the sheath valve. Advance the catheter until the sheath catch nears the hub of the sheath. Rotate the sheath catch as needed to hook onto the side port of the procedural sheath.¿ based on the information available for review, there is no indication that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective or preventive actions will be taken at this time.

Manufacturer narrative:
The product history review is expected but has not been completed. This device is reported to not be available for analysis and no device has been received at the time of this report. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the sealant of a 5f mynx control vascular closure device (vcd) deployed/swelled while attempting to insert the device into an unknown sheath. A new 5f mynx control was opened and closure was achieved as planned. There was no reported patient injury. The user is mynx certified. A 5f non cordis sheath was used. The device was inspected prior to use for any damages. There was no damage to the sealant sleeves noted at any time. The device will not be returned for evaluation.